Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the balloon rupture appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat an eccentric, moderately calcified, 90% stenosed, 3.5x15mm lesion in the moderately tortuous mid right coronary artery (rca). After unpackaging, soaking, and prepping a 3.5x15mm trek rx balloon dilatation catheter (bdc) outside of patient anatomy without difficulty, the bdc was advanced and crossed the lesion without resistance for pre-dilatation. During the 1st inflation to 4 atmospheres for 10 seconds, the balloon ruptured. The trek rx bdc was withdrawn and pre-dilatation was completed without issue using a 3.5x15mm non-abbott bdc, followed by deployment of a 3.5x18mm xience alpine stent. There were no other device issues, no adverse patient effects, and no occurrence of a clinically significant delay. No additional information was provided.